Event description:
Reporter indicated the vocal cord paralysis was due to surgical retraction and involved the left vocal cord. It was unknown if the patient had a pre-vns history of vocal cord paralysis. Reporter also indicated the patient had pneumonia, but all attempts for further information regarding the pneumonia have been unsuccessful to date.

Event description:
Reporter indicated a patient had developed vocal cord paralysis following vns implant surgery on (B)(6) 2012. The vns has been left disabled. The patient has been referred for speech therapy. Attempts for additional information are in progress.